Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the jaws on the ultrasonic surgical device detached. The issue occurred during a colonoscopy and was completed with a different device. The jaw was retrieved from the patient's abdominal cavity using specific equipment, which resulted in an extended intervention time. There were no reports of patient harm.

Manufacturer narrative:
Corrected field: d4 - lot #. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: peeling of the tissue pad. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.